Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative reported "increased risk of alcl, fear of alcl, removal due to reduce risk of alcl, mental anguish, seromas, and physical pain." Additionally, patient suffered "scarring, disfigurement, aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression, panic disorder; and other physical and emotional manifestations that are severe and ongoing;" these events are not related to the device. This record will represent the left side. Device has been explanted.